Manufacturer narrative:
The device has been received, however, it has been misplaced in handling; consequently, no evaluation can be conducted. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue, and, if and when the device is recovered, it will be subjected to a root cause analysis. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that during an arthroscopic meniscal repair with the use of omnispan for fastening, the surgeon experienced a series of deployment failures with the omnispan devices. It appears that during the deployment process the second of the two fastener device was not able to be deployed using 2 different deployment guns and 2 two fastener devices. At this point in time the surgeon chose to perform a partial menisectomy for remedy. The procedure was concluded successfully without further issue or harm to the patient. Also see associated mdrs 1221934-2011-00412, 1221934-2011-00413 and 1221934-2011-00414.